Manufacturer narrative:
Other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturers representative regarding a patient who was receiving lioresal (concentration 2000mcg/ml, dose 500 mcg/day) via an implantable pump for intractable spasticity and head/brain injury. Patients medical history was traumatic brain injury. On this report date during a planned pump replacement it was noted that when they tried to aspirate the catheter, they could not so surgical intervention occurred; the catheter was replaced, the explanted catheter would not be returned as it was discarded by the customer. There were no known factors that may have led or contributed to the issue. No diagnostics/troubleshooting was done. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿ no symptoms were reported. No further complications were reported.